Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal 2000mcg/ml; 12.2 mcg/day an implantable pump. Indication for use was intractable spasticity and cerebral palsy. It was reported the patient had a return of symptoms. The patient, who does not communicate, experienced extreme signs of withdrawal. The facility in which she stays noticed a big change in her spasms, tone and behavior. The facility called the mom, who took the patient to the emergency room (ER). Once in the ER the pump was interrogated and was in safe mode. No external factors contributed to the issue. The patient was doing normal daily activities. Once the pump was interrogated and found to be in safe mode, no other troubleshooting was needed. The patient was admitted and placed on the operating room (or) schedule for pump replacement. A print report from when the pump was interrogated on (B)(6) 2016 displayed the reset on (B)(6) 2016 at 08:08 followed by a reset occurred - low battery message at 08:08 as well. The pump logs then displayed that the pump was in safe state at 08:08. When the pump was interrogated on (B)(6) 2016 at 17:40, it had been placed into minimum rate. The pump was replaced (B)(6) 2016. The pump had premature battery depletion. The cause of the low battery reset was not determined. The issue was not resolved. Patient status was alive - no injury.

Manufacturer narrative:
Analysis of the pump found pump battery with high resistance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.